Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. The reported event of driveline communication fault alarms was also confirmed; however, the root cause of the alarm was determined to be related to the modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The event log files from the exchanged controller collectively contained approximately 10 days of information (26aug2024 to 05sep2024 per timestamps). A no external power alarm was observed at 7:37:03 on 05sep2024 due to both power cables being simultaneously disconnected from external sources. The controller¿s backup battery activated as expected, and pump operation was not affected. The no external power alarm resolved a few seconds later at 7:37:06 on 05sep2024, when external power was observed to be restored. The driveline was disconnected from this controller at 8:01:14 on 05sep2024, which is consistent with its exchange. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested alongside known working test equipment and was found to perform as intended. The root cause of the no external power alarm was determined to be user error. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault and no external power alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department due to a driveline communication fault alarm. The patient remained stable throughout the alarm. The modular cable was and system controller were exchanged with no issue and the alarm cleared. Log files submitted for review confirmed the driveline communication fault. The log additionally captured a no external power event on (B)(6) 2024 due to simultaneous power lead disconnects when switching power sources.